Event description:
A female pt was enrolled in the study in 2008 with 2-vessel disease. The main indication for this intervention was an acute myocardial infarction. The pain onset to percutaneous coronary intervention was greater than or equal to 24 hrs and less than or equal to 72 hrs. The pt's heart rate at the beginning of the procedure was 64 beats/min and blood pressure was 138/80 mmgh. The left ventricular ejection fraction (lvef) was greater than 50%. The first target lesion was a native, de novo, bifurcated, ostial, smooth, readily accessible, concentric, type c proximal left anterior descending. The reference vessel diameter was 2.75 mm and the lesion length was 31 mm. Pre-procedure diameter stenosis was 90%. The lesion was pre-dilated and two stents were implanted. The first stent was a 2.5 x 18 mm cypher select plus, which was electively implanted at 16 atms with satisfactory results. The second stent was a 2.75 x 13 mm cypher select plus stent which was electively implanted at 18 atms with satisfactory results. The lesion was post-dilated with a 2.5 x 15 mm balloon at 10 atms. The stents were overlapping. Post-procedure diameter stenosis was 0%. The second target lesion was a native, de novo, bifurcated, non-ostial, smooth, readily accessible, concentric, type b2 first diagonal branch. The reference vessel diameter was 2.25 mm and the lesion length was 8 mm. Pre-procedure diameter stenosis was 70%. The lesion was direct stented with a 2.25 x 8 mm cypher select plus stent, which was implanted due to a type b dissection of the side branch of the bifurcation. Post-procedure diameter stenosis was 80%. The pt's pre- procedure medications included: aspirin, statins, beta-blockers and clopidogrel. The pt's intra procedure medications included: aspirin, tirofiban, heparin and clopidogrel. The pt's post-procedure medications included: aspirin, statins, ace inhibitors, beta-blockers and clopidogrel.

Manufacturer narrative:
This cypher sirolimus eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two prods involved in the same pt reported under mfg #'s 9616099-2008-01291 and 9616099-2008-01292. Add'l info will be submitted within 30 days upon receipt.